Manufacturer narrative:
The insulin pump passed the displacement test, rewind basic occlusion test and prime error test. The insulin pump received stuck in motor error loop during bolus and basal delivery. No motor error alarm noted during rewind. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. Troubleshooting was performed, and the device could not pass the motor displacement test. No further info was performed.